Manufacturer narrative:
Device manufacture date: january 30, 2018 - february 1, 2018. The device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the unit which was due to an untightened blue luer cap. After the luer cap was tightened, a functional leak test was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked within the pouch during storage after filling in the hospital. There was no patient involvement. No additional information is available.